Event description:
17 yr old pt with various neurological disorders experienced localized edema and pain at the site during a normal saline infusion. The infusion was discontinued, and the symptoms resolved without medical intervention. The pt was admitted for an add'l normal saline infusion and, at that time, experienced dyspnea and chest tightness during the infusion. The infusion was discontinued, and the symptoms resolved without medical intervention.